Manufacturer narrative:
Additional narrative: (B)(6). The manufacturing location is currently not available. The device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the housing was damaged and the bearing was defective on the compact air drive device. It was further determined during the pre-repair diagnostics assessment that the device failed for attachment coupling with attachments, reverse locking mechanism, air hose coupling, air leak, function of soft mode switch, triggers forward / reverse mode check, untrue running, excessive noise and for power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.